Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that ib received call from customer; he called because the pw300 was just purchased and stop suctioning. The stop valve is removed and now the pw300 doesn't tell him when the urine has reached a certain level to power off. Pu/ex for new accessory kit. Advised him to send old kit back in biohazard box. No additional information provided. Troubleshooting did not resolved the issue. (Prepping and placement tips shared)